Event description:
Physician stated "during phaco procedure there was a sudden surge in the vacuum power of the phaco machine which caused the anterior chamber of the eye to collapse and physician had to perform a vitrectomy." Prior svc info has been requested.